Manufacturer narrative:
(B)(4). This device remains in service. This report will be updated should additional information be provided.

Event description:
Additional information was received that this device was explanted due to code 1003. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this device emitted beep tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There were no adverse patient effects. This device remains in service. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). This device is not expected to be returned. This report will be updated should new information be provided.